Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had increased their stimulation on c1 and c2 and about 15 minutes later they reported that both programs had decreased to 0ma. The rep had indicated that adaptive stimulation (as) was not turned on and the ins was fully charged. No troubleshooting could be performed due to a lack of access to the product. A diary was suggested. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep met with the patient to address the issue of their stimulation decreasing down to 0 ma on c1 and c2, 15 minutes after they had increased it. They indicated that their adaptive stimulation (as) was on. The rep turned the as off and then they reprogrammed the patient¿s as. It was reported that the issue was resolved. The cause of the patient¿s stimulation decreasing to 0 ma 15 min after they increased it was due to the patient¿s as being on. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.